Event description:
On (B)(6), 2014, the customer reported that the htr-pekk implant had been removed due to an infection. The date of implantation was (B)(6), 2014. Several fixation devices were utilized for the implantation. According to the customer "the surgeon does not think that the implant caused the infection".